Event description:
Baker grade IV. Affected side reported as left.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma, seroma late, and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was "capsular contracture and late seroma."

Event description:
Healthcare professional reported via regulatory agency "alcl cd30 checked in the periprosthetic capsule, which was sent to pathology services after the implant replacement." Patient initially diagnosed with "capsular contracture [baker grade unknown] and late seroma". Affected side unknown. Device was explanted.